Event description:
An 82-yr-old female admitted on 12/10/94 with a diagnosis of alzheimer's, psychosis, and dementia. She was restrained at night in a waist restraint with (4) 1/2 rails up on the bed. She was seen at 9 pm and again at 10:15 pm sleeping in the bed. She was found at 10:50 pm with no pulse or respiration. She was still in the restraint which was under her breasts, fully out of bed between the upper and lower split rail with her jaw resting on the upper rail and her buttocks approx 1 inch off the floor. Medical examiner was called and an autopsy was performed, results indicated death by asphyxiation. Dept of public health was notified.